Event description:
It was reported that electrogram (egm) review was requested for this pacemaker and right atrial (ra) lead due to an unsual presenting rhythm. Upon review, there was farfield signal oversensing, atrial undersensing, and small p-waves amplitudes. It was noted that the patient had left bundle branch area pacing (lbbap) as well. Technical services (ts) reviewed troubleshooting options, and recommended further ra lead evaluation. This pacemaker system remains in service. No adverse patient effects were reported. Additional information received reported that electrogram (egm) review was requested for this pacemaker system to review a stored ventricular episode where the health care professional (hcp) was questioning va. Technical services (ts) reviewed device function calculating based on 10-beat averages. For this episode, it was noted that the full duration was not visible due to the length of the episode. And while there were no visible right atrial (ra) beats, there must have been at least one undersensed ra beat in this duration because it appeared to contain a 1:1 rhythm. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this pacemaker and right atrial (ra) lead due to an unusual presenting rhythm. Upon review, there was farfield signal oversensing, atrial undersensing, and small p-waves amplitudes. It was noted that the patient had left bundle branch area pacing (lbbap) as well. Technical services (ts) reviewed troubleshooting options, and recommended further ra lead evaluation. This pacemaker system remains in service. No adverse patient effects were reported.

Event description:
It was reported that electrogram (egm) review was requested for this pacemaker and right atrial (ra) lead due to an unusual presenting rhythm. Upon review, there was farfield signal oversensing, atrial undersensing, and small p-waves amplitudes. It was noted that the patient had left bundle branch area pacing (lbbap) as well. Technical services (ts) reviewed troubleshooting options, and recommended further ra lead evaluation. This pacemaker system remains in service. No adverse patient effects were reported. Additional information received reported that electrogram (egm) review was requested for this pacemaker system to review a stored ventricular episode where the health care professional (hcp) was questioning v>a. Technical services (ts) reviewed device function calculating based on 10-beat averages. For this episode, it was noted that the full duration was not visible due to the length of the episode. And while there were no visible right atrial (ra) beats, there must have been at least one undersensed ra beat in this duration because it appeared to contain a 1:1 rhythm. This pacemaker system remains in service. No adverse patient effects were reported. Additional information received reported that this pacemaker system had another alert for v>a and electrogram (egm) review was requested. It was noted that the patient had a history of supraventricular tachycardia (svt) in the 170 beats per minute (bpm) range. Upon review, atrial events fell into cross-chamber blanking and were not counted towards the atrial rate, thus giving the appearance of v > a. There was also a pacemaker mediated tachycardia (pmt) with an atrial rate of 132 bpm and a ventricular rate of 130 bpm, but there was ventricular pacing. Ts explained this was due to right ventricular auto threshold testing that was in progress. Troubleshooting options and programming considerations were reviewed. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.